Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that the device failed incoming testing on test system ts4, tests 1008/1009 and 1025 failed. The main board was defective. The epg was out of service and not repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for preventative maintenance and subsequently tested out-of-specification. There was no patient involvement.